Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damage. The blood glucose reading was 137 mg/dl. The customer stated that a piece of the reservoir compartment chipped out completely. She did not know how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.